Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after postoperative day 14 of a cataract surgery a 62 years female patient experienced endophthalmitis in right eye with symptoms of sharp pain that started acutely then vision worsened, positive for staphylococcus infection. Patient also presented with conjunctival inflammation <1+, aqueous cell 3+, aqueous fibrin was present, hypopyon after clinical examination. Symptoms were treated with steroids, antibiotics and intravitreal tap injection. Patients symptoms was improving.

Manufacturer narrative:
All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Adverse events are followed-up by medical safety. No product returned for evaluation. Inconclusive, no product returned: as no product returned and all initial testing results are within specification a conclusive root cause could not be determined. All batches are released according to the required specifications. No product returned/insufficient information: as no product is returned, the complaint could not be verified and therefore no CAPA is initiated. However further trending is performed. The manufacturer internal reference number is: (B)(4).